Manufacturer narrative:
This device was used for treatment, not diagnosis. No patient information has been provided. (B)(4).. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. There were no nonconformances generated during production. The lot was release to the warehouse on 10/6/2009. The work order was issued on 07/13/2009 for qty.(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two screwdriver shafts stripped out during an initial surgery on (B)(6) 2016. While plating a proximal phalange, the surgeon attempted to remove the pre-assembled drill guide from the implant, the screwdriver "stripped out", begun spinning and would not function. A second attempt was made with another guide and this shaft also stripped out and would not function. The surgeon used pliers to complete the surgery successfully. The patient outcome was unaffected by this incident and there was no delay in surgery reported. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This report was initially submitted as follow up number 2 on april 14, 2016. Resubmitting information with correct follow up number. Additional narrative: added the UDI number to the applicable field. Part 03.114.002 / lot 6182075 was not received, nor is it expected to be returned. If the device is returned, the investigation will be updated to reflect the investigation findings. At this time, no evaluation is anticipated. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: added the UDI number to the applicable field. Corrected data: part 03.114.002 / lot 6182075 was not received, nor is it expected to be returned. If the device is returned, the investigation will be updated to reflect the investigation findings. At this time, no evaluation is anticipated. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.